Event description:
It was reported that the docker has wires hanging down. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Have not received the field service report. A follow-up report will be submitted when investigation results are complete.